Event description:
It was reported cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During deployment of the wds, the sheath was up against the anterior wall. While going into flex (flx) ball, the closure device was deployed through the back wall of the appendage, leading to a perforation. The boston scientific (bsc) representative noted the perforation and instructed the physician to not recapture. The physician went against advice and recaptured anyway. The closure device was able to be deployed and released meeting position, anchor, size and seal (pass) criteria. The perforation led to a pericardial effusion. Pericardiocentesis was completed to treat the effusion, however, it was difficult to control the effusion. The patient went into tamponade and ultimately went to the operating room (or) for further treatment of the effusion and suture of the perforation. Approximately 2.5l of blood was removed and re-transfused. The patient remained in the hospital in the intensive care unit (ICU) and was discharged on (B)(6) 2025 with no further complications.